Manufacturer narrative:
If the sample is returned, a failure investigation will be performed. No analysis or conclusions can be made without the device.

Event description:
The customer stated the cuff was leaking air at the sealing part. This was confirmed during suction after a few hours of use. The patient was re-intubated. No patient harm reported. Pre-test was done.